Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting right side implant rupture diagnosed by ultrasound and MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6)2023, with lot number 2351786. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as surgical impact opening.(shell thickness was within specification). Additional observations: non penetrating nick (stress marks) . No further actions are required as the device was implanted.

Event description:
Physician reporting right side implant rupture diagnosed by ultrasound and MRI. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: a2, h6.

Event description:
Physician reporting right side implant rupture diagnosed by ultrasound and MRI. Device has been explanted and replaced.